Manufacturer narrative:
Review of programming history. Manufacturer reviewed x-rays of implanted device. X-rays were reviewed by the manufacturer but did not reveal any gross lead discontinuities.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during generator revision. An implant card from (B)(6) 2013 indicated that the generator was replaced battery depletion. Lead discontinuity was also indicated. Review of programming history showed that high impedance was seen on (B)(6) 2007. Attempts for additional programming history have been unsuccessful. No patient manipulation or trauma event occurred that is believed to have caused or contributed to the high impedance. The patient's lead was not explanted. The generator will not be returned. Ap chest and lateral neck x-rays of the patient were reviewed on (B)(6) 2013. The generator is visualized in a normal placement, in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pins appeared to be fully inserted into the generator connector block. The lead wires at the connector pin appear to be intact. Part of the lead body is behind the generator and could not be assessed. The electrodes appeared to be placed in a normal arrangement. A strain-relief bend was present, but no loop. Two-tie-downs had been used: one was holding the bend itself, and was not placed a few centimeters above it, and the second one was holding the upper part of the lead body, distal to the bend. No acute angles or fractures could be found in the portions of the lead that could be fully assessed. Based on the present review, a cause for the reported high impedance could not be found. Surgery is likely but has not taken place.